Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of a intellanav stablepoint open-irrigated catheter the plastic irrigation port of the catheter was cracked during irrigation. The catheter was exchanged for another of the same type. The procedure was successfully completed with no patient complications. Device is expected to be returned.

Manufacturer narrative:
The device was returned for analysis to boston scientific. The device didn't present any visual defected for this reason the visual inspection pass. Per functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. For the leaking test the device's lumen was tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump for the flow test and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation of a intellanav stablepoint open-irrigated catheter the plastic irrigation port of the catheter was cracked during irrigation. The catheter was exchanged for another of the same type. The procedure was successfully completed with no patient complications. Device has been returned to boston scientific for analysis.